Event description:
It is reported that there are 3 incidents of temperature probes coming out. It is reported that there were patient desaturations and there was no lasting patient concern. It is reported that there is significantly more water in both the inspiratory and expiratory limbs of the circuits. It is reported that they have to drain these circuits in some cses every 2 hours and that places the patient at some risk due to loss of peep and lung de-recruitment as well as potential infection risk due to contamination of the circuit and effluent water within the circuit. There was no requested action.